Event description:
The complainant reported that upon opening the inner packaging of a vaxcel implantable port, it was observed that the inner seal was compromised. The port was not used for the procedure and another was successfully implanted.

Manufacturer narrative:
This device is currently being evaluated by the manufacturer. Following completion of the engineering evaluation, should further relevant details become available, a supplemental medwatch report will be filed under the appropriate sequence number. At this time, we are unable to determine the relationship between the device and the cause for this event.